Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor abnormality was observed. First prime ended prematurely, lasting 33 pulses. After 43 total priming pulses, the needle mechanism did not deploy, and the pod was deactivated. The pod was reset and completed two reruns without incident. Contamination was observed on the commutator cap. The observed contamination could not be conclusively determined as the root cause of the rotational sensor malfunction and subsequent needle mechanism failure.